Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue. The third party service agent has advised the customer to replace their device due to the age. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer initially reported that their device was showing its charge-pak and attention icons.  After an evaluation of the device, it was observed that the internal hlc levels had been depleted.  When the internal hlc batteries are depleted, the device may not have sufficient power available for effective defibrillation therapy delivery.   There was no report of any patient use associated with the reported issue.